Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Event description:
On 11/23/2021, it was reported by a sales representative via email that (2) ar-1938pss peek knotless suturetak anchor and an ar-1941ps peek knotless corkscrew anchor, pulled out from implantation site. This was discovered during an mpfl reconstruction procedure on (B)(6) 2021. When surgeon implanted both suturetak, the anchors pulled out without any resistance. Then, surgeon removed the suturetak anchors and swapped it for the corkscrew anchor but it also pulled out without resistance. Finally, the surgeon had to drill a bone tunnel to achieve adequate fixation and complete case. After receiving additional information on 11/30/2021, sales representative has confirmed that all three failed anchors were removed from the patient and there was not broken pieces left to retrieved. Surgeon completed procedure successfully and patient was not affected.